Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.

Event description:
Account alleges that during the first injection of the contrast medium, the patient was accidentally injected with air which resulted in a gas embolism. The patient experienced cardio-respiratory arrest and had to be put on ECMO and then transferred to intensive care unit for treatment and continued observation. Evolution of the patient is favorable and without sequelae. After discussion internally, it would be use error without the possibility of determining the precise cause and the device would not be impacted. Staff is requesting in-service education.